Event description:
Pt was walking from his bed to the bathroom, felt somewhat unsteady and reached out to the bedside stand to steady himself and the stand rolled out from underneath him causing him to fall to the floor. The pt fractured his hip.